Manufacturer narrative:
Lake region medical made attempts to retrieve the device related to this incident and also tried to determine the lot number of the device. No such information was available and a review of complaint history for the same failure mode was performed. These results indicate that the occurrence rating of this type of failure mode is within expected levels. The device was not received back.

Event description:
They were doing a cto of the left sfa from the origin to the hunter's canal. Physician used multiple wires/catheters, to try to cannulate the cto. Sr is not sure if it was true lumen or subintimal, at all, but was able to navigate down towards the distal cap, but was never able to gain access into the healthy vessel where they reconstituted. After numerous attempts and unsuccessfully able to cannulate the reconstitution, the procedure was ended. There was no intervention done because he couldn't get through past the distal cap. To finish, the procedure was ended, he did the final angiogram, didn't notice any kind of bleed, and that was the end of the case. Sr was then notified later that the patient had a swollen leg, subsequently taken back into the lab, where it was discovered she had a perforation and was taken to surgery, and from what sr understands, patient is doing well. Sr doesn't know where the perforation is. Since sr does not know which devices caused the adverse event, he has provided a list of devices that were utilized during the case: balkin sheath, merit 5f diagnostic catheter, rubicon 035 support catheter - boston scientific device, merit true torque 035 wire, glidewire, victory 18 - 18 gram tip wire - boston scientific device, victory 18 - 30 gram tip - boston scientific.

Manufacturer narrative:
Lake region medical made attempts to retrieve the device related to this incident and also tried to determine the lot number of the device. No such information was available and a review of complaint history for the same failure mode was performed and investigation report is attached.

Event description:
They were doing a cto of the left sfa from the origin to the hunter's canal. Physician used multiple wires/catheters, to try to cannulate the cto. Sr is not sure if it was true lumen or subintimal, at all, but was able to navigate down towards the distal cap, but was never able to gain access into the healthy vessel where they reconstituted. After numerous attempts and unsuccessfully able to cannulate the reconstitution, the procedure was ended. There was no intervention done because he couldn't get through past the distal cap. To finish, the procedure was ended, he did the final angiogram, didn't notice any kind of bleed, and that was the end of the case. Sr was then notified later that the patient had a swollen leg, subsequently taken back into the lab, where it was discovered she had a perforation and was taken to surgery, and from what sr understands, patient is doing well. Sr doesn't know where the perforation is. Since sr does not know which devices caused the adverse event, he has provided a list of devices that were utilized during the case: balkin sheath, merit 5f diagnostic catheter, rubicon 035 support catheter - boston scientific device, merit true torque 035 wire, glidewire, victory 18 - 18 gram tip wire - boston scientific device, victory 18 - 30 gram tip - boston scientific.